Event description:
It was reported by service report that the head end of go bed drifts down when in up position. Also, the scale is not accurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: load cell. Faulty nut in lift motor.